Event description:
The pt felt stimulation in her stomach instead of in her lower back and legs following lap band surgery and a significant loss of weight. It was noted that her neurostimulator had stopped working at that time. An appointment was set up for the pt to adjust the device settings. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).